Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The system is magnetic resonance (mr) unsafe.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred after pump was exposed to airport x-ray scan. Customer cleared the alarm to address the issue. Customer¿s blood glucose level was 217 mg/dl.